Manufacturer narrative:
The manufacture date of the device cannot be determined because the lot number is unk. The device was not returned is unk. The device was not returned for eval; it is not possible to determine the cause of the device without an eval of the device.

Event description:
A report received via voluntary medwatch alleged that during arthrodesis of the left ring finger dip joint, an unk stryker drill bit broke off in the pt's bone. Medical decision made to leave broke drill bit fragment in place. No further info was provided.